Event description:
It was reported that, after tkr surgery had been performed on (B)(6) 2015, the patient experienced an unspecified adverse event. This adverse event was solved by a revision surgery. Current health status of patient it is unknown.